Event description:
It was reported to boston scientific corp that an obtryx system was used during a obtryx case. According to the complainant, the procedure was successfully completed in 2009. The pt returned to the physician two weeks after the procedure and presented with mesh exposure on both sides of the urethra. The physician trimmed the exposed mesh. The pt returned again to the physician one or two weeks later and the physician removed another, large, portion of the mesh. The pt is now incontinent. The physician referred the pt to a urologist for a bulking procedure.

Manufacturer narrative:
The model and lot # are not known; therefore, the device MFR date, exp date, and 510k# can not be determined. The complainant indicated that the device will not be returned for eval as it remains implanted; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info a supplemental medwatch will be filed.